Event description:
It was reported that the iab was in use for 3 1/2 days, when the pump's helium loss alarms registered. There was no blood noted in the tubing, so the user decided to exchange pumps. The alarms continued, so it was decided to replace the iab. Two hours later, blood was noted in the tubing. The pt suffered a cerebral event and became unconscious. The iab was removed. The pt expired on 12/3/97, two days after this incident. It is unclear how this incident contributed to the pt's death.